Event description:
It was reported that when using the bd pyxis¿ anesthesia station es an error message appeared requiring the station database to be dropped and replaced, followed by a device resynchronization. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message as "specified visual is not a child of this visual". A technical support specialist (tss) connected to the station and reviewed the current system version. The tss performed a backup of the existing station database using the appropriate knowledge article procedure ("how to create a station database backup" and "proper datasync procedure and how to place new db in es station"). The tss then removed the existing database and followed the proper data synchronization procedure to create a new database. The tss executed a repair process to rebuild the station database and completed synchronization to restore full system functionality. The system functioned as intended after technical support specialist troubleshot the device.